Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2011-03838. It was reported that during a percutaneous transluminal angioplasty treatment procedure a guide wire became stuck. The physician commented that the thruway or v-18 guide wire has become stuck with the atlantis sr catheter several times. The procedure outcome is unknown. Additional information has been requested and is not available.